Event description:
According to the reporter, during the review of post-op films, the caps appeared to have disassociated from the screw. The reason is unknown. The patient was fused and revision surgery was necessary.

Manufacturer narrative:
(B)(4).